Manufacturer narrative:
Findings: pump received with button error alarm and intermittent button response due to corroded keypad traces. No unexpected frozen display noted during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.